Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Water got into the plug assembly which caused some corrosion in the plug in which caused a short and then caused a fire. End user put the fire out without causing any other damage to the scooter. The caller stated that the fire was so small that it did not damage the plastic cover that is over the wiring harness.